Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided); cause was not known. No additional information regarding the event was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.

Manufacturer narrative:
Reportedly, tandem clinical diabetes specialist discussed the event with the customer and the different types of infusion sets were reviewed.